Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "failure at the tibial cement-implant interface with the use of high-viscosity cement in total knee arthroplasty" written by judith e. Kopinski, md, ajay aggarwal, md, ryan m. Nunley, md, robert l. Barrack, md, and denis nam, md, ms published by the journal of arthroplasty (2016) accepted by publisher 29 march 2016 was reviewed. The article's purpose is to report the debonding of the tibial implant-cement interface as a potential cause for implant loosening in case series study. Data was compiled from 13 patients with average time to revision surgery of 2.7 years +- 1.9 years from index surgery. No infection and no radiographic evidence of loosening. All cases demonstrated tibial component debonding intraoperatively. All knee implants were non-depuy. Hvc cement was utilized of two different manufacturers - depuy and a non-depuy. The article clarifies only 1 patient had depuy hvc cement (page 3 paragraph 2). Depuy products utilized: hvc cement. Adverse event: loosening at cement/implant interface.